Event description:
It was reported that a homechoice (hc) machine experienced a system error (se) 2267 (air and fluid in line) alarm. The step of setup or therapy during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.